Event description:
Reportedly, this valve was explanted due to an unknown reason after 1 year and 5 month implant duration. No further information was provided.

Manufacturer narrative:
Device not returned